Manufacturer narrative:
Product investigation complete. Lead was subjected to testing, confirming a lead fracture near the terminal end. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The dislodgement was confirmed via fluoroscopy. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.